Event description:
The reporter contacted animas on (B)(6) 2012 reporting that pump was rebooting resulting in the patient experienced a blood glucose levels up to 500 mg/dl with dry mouth, fatigue, and confusion. The reporter indicated that the battery compartment cracked when the battery cap was being tightened onto the pump and got worse over time. The reporter indicated that the pump's battery cap would no longer secure properly to the pump and the yellow o-ring was visible. The reporter indicated that on one occasion the pump lost power during the night and the patient's blood glucose levels in the morning were between 350 and 500 mg/dl. Customer support advised the reporter to have the patient discontinue the pump and use an alternate treatment plan. This report is made based on the allegation that the patient experienced hyperglycemia while using the insulin pump.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete, a supplemental report will be filed. The reporter indicated that the battery compartment was cracked and the battery cap was not securing appropriately to the pump. The issue was detectable to the user and should have alerted the user to discontinue use of the device. The alleged malfunction is not likely to cause an adverse event. The owner's manual instructs the user to call animas customer service if the user suspects that the product is damaged. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013 - device evaluation: the insulin pump has been returned and additional investigation was performed by product analysis on (B)(6) 2013 with the following findings: review of the black box and download history revealed unusual reboots leading to a basal delivery interruption on (B)(6) 2012 with the last recorded basal delivery on (B)(6) 2012 at 1:25 pm. The black box revealed evidence of time and date resetting to the factory default setting with rebooting. "A review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values". On examination, the battery compartment was noted to be cracked and the threads on the battery cap that was returned with the pump for investigation were noted to be stripped. The battery cap was not able to secure properly to the pump and duplication of pump rebooting was achieved using the damaged battery cap. The damaged battery cap was replaced with a new test battery cap which secured properly to the pump. The pump powered on normally without alarm and no rebooting was duplicated. The pump was exercised for 29 hours with no delivery issues. The pump was evaluated and found to be operating within required specifications and delivering insulin accurately. The pump was opened for investigation and no damage or defects of the power flex or force sensor was noted. There was no evidence of moisture ingress. However, there was corrosion on the internal battery on the printed circuit board. Unrelated to the complaint, evaluation revealed a discolored display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. (B)(4).